Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that the device just stopped giving them any pain control. Patient had no idea why it stopped working after about 2 years of use. A new competitor's stimulator was placed.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Per call from patient the whole pain stimulation system was already explanted because it is not working properly. Per caller the pain stimulation system was explanted because it is not working for them. The manufacturer's device was replaced by a different manufacturers device already.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.